Event description:
Customer reports patient underwent abdominal repair in december of 2004. Patient developed unspecified symptoms one month following surgery. Patient was returned to surgery seven months post-op for removal of device due to inflammation and foreign body reaction.